Event description:
A small proximal type I endoleak was viewed after the deployment of the three-piece modular zenith device. Examination of the vessel at the site of the endoleak observed an "outpuching" of the aorta. With the removal of the stiff wires, the anatomy changed somewhat and the main body graft "canted" over slightly. Withdrawal of the delivery system noted the top cap to slightly pull the graft downward approx five millimeters. A main body extension was deployed at the proximal sealing stent to provide the needed coverage in the aorta. A resolve of the endoleak was noted after the molding of the extension to the graft and vessel wall was performed.